Event description:
Patient was revised to address pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4): litigation documents were received. Litigation alleges that the patient suffered severe and permanent physical pain, suffering, injury and disability, additional surgeries, physical disfigurement, metallosis, injuries presently undiagnosed and excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 3/19/2014 - ppd with medical records received. Patient was revised to address scar tissue, a thickened pseudocapsule and corrosion of the trunnion. The stem and sleeve are being added to the complaint. The stem remains in situ. This complaint was updated on: 04/10/2014.